Event description:
Patient received a right knee lateral meniscus transplant last month. This was a cadaveric allograft. This month the patient was readmitted to the hospital with an infected right knee. Joint aspiration on the day of admission grew out staphylococcus lugdunensis.